Event description:
It was determined that her hemolytic anemia and subsequent liver dysfunction were related to the device.it was decided to changeout the device pump emergently. Device pump changed out successfully.